Event description:
Patient 2 of 4. Customer reports problem with signature elite results: signature elite instrument gave low patient's result outside reportable range on patients and results are reported normal when tested on a different instrument. Patient 2 of 4. Pt inr 0.8 vs 3.20 ref lab. Therapeutic range 2.0-3.0.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.

Event description:
Patient 1 of 4. Customer reports problem with signature elite results: signature elite instrument gave low patient's result outside reportable range on patients and results are reported normal when tested on a different instrument. Patient 1 of 4. Pt inr 0.8 vs 2.27 ref lab. Therapeutic range 2.0-3.0.

Event description:
Patient 3 of 4. Customer reports problem with signature elite results: signature elite instrument gave low patient's result outside reportable range on patients and results are reported normal when tested on a different instrument. Patient 3 of 4. Pt inr 0.8 vs 2.27 ref lab. Therapeutic range 2.0-3.0.

Event description:
Patient 4 of 4. Customer reports problem with signature elite results: signature elite instrument gave low patient's result outside reportable range on patients and results are reported normal when tested on a different instrument. Patient 4 of 4. Pt inr 1.35 vs 2.83 ref lab. Therapeutic range 2.0-3.0.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.